Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angio-seal device was kinked. The following information was provided by the user facility: the vessel dilator locator was kinked upon opening; there was no blood loss; there was no patient injury or medical intervention, the patient is stable; and procedure outcome was successful after using another kit. Additional information was received on october 12, 2017. Another kit was an additional angio-seal device that was opened to complete the procedure. The vessel dilator is the arteriotomy locator. It was a neuro procedure, femoral access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal vip hemostatic sheath, arteriotomy locator, device, and guidewire were received for product analysis. The components were returned in an opened header bag. The returned components were subjected to visual analysis. The temperature sensor on the header bag appeared triggered. Additionally, the sealed flap had jagged edges and appeared torn. The components were then removed from the header bag. The arteriotomy locator was clearly bent at the blood inlet holes approximately 2.53" from the distal tip. Since the tray in which the components were shipped in was not returned no assessment can be made regarding the role of removing the component from the tray had on the kink. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.